Event description:
It was reported that sometime post port placement, the catheter was allegedly fractured and separated. It was further reported that the catheter allegedly migrated to the heart and the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter segment returned for evaluation. Gross visual, tactile, microscopic and functional evaluations were performed. In addition to the returned physical sample, one electronic photo and one electronic image were provided for review. The image shows a chest x-ray of right-sided port and catheter and the catheter is fractured just below the clavicle. The fractured catheter has embolized distally within the heart. A complete circumferential break that was elliptical in shape and two partial circumferential breaks was noted on the proximal end of the catheter segment. The edges of the complete circumferential break were noted to be uneven and the surface was noted to be round and rough with residue throughout. A small longitudinal split was noted on the inner border of the circumferential break. The edges of the first partial circumferential break were noted to be uneven and the surface was noted to be granular and round on both break regions. Upon infusion, leaks were observed from breaks on the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and migration and identified catheter wear and deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2021), g3, h2, h6 (device, patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that around two years post port placement, the catheter was allegedly fractured and separated. It was further reported that the catheter allegedly migrated to the heart and the fractured fragment of the catheter embolized to the pulmonary artery. Reportedly, the catheter was removed by surgery. The current status of the patient is unknown.

Event description:
It was reported that sometime post port placement, the catheter was allegedly fractured and separated. It was further reported that the catheter allegedly migrated to the heart and the catheter was removed by surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2021), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.